Manufacturer narrative:
No additional information received to date. As stated in initial report, issue was caused due to a technical error by the surgeon.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Event description:
During debridement, doctor broke the vein by mistake and had bleeding. No device defect occurred. This is the adverse event case due to technical issue by doctor.

Event description:
During debridement, doctor broke the vein by mistake and had bleeding. No device defect occurred. This is the adverse event case due to technical issue by doctor.